Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the rep performed an electrode impedance testing with 0.7v, contacts were showing greater than 10k ohms. When the rep increased to 3v at reference 15, contacts 0,3,4,5,6,7 were greater than 40k ohms. The rep also reported that the patient indicated that the stimulation had changed and got worse gradually in her right leg; they felt intermittent jolting sensations, felt the stimulation ¿in and out, mostly out, and sometimes feels in but for a split second and then stays out¿. It was noted that these issues were discovered when the patient fell on (B)(6) 2018. In the end, the patient was redirected to their healthcare professional (hcp) for possible x-rays and reprogramming. There were no further complications reported or anticipated.

Manufacturer narrative:
Product analysis #240628544: pli# 10 product ID# 97714 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-19. The rep indicated that the patient has followed up with their healthcare professional (hcp) who is aware of the issues with the system. X-rays were ordered by the hcp and there were no obvious breaks in the lead or loosening from the connection header block were noted on plain film per the patient. The patient states that the intermittent stimulation has continued. The rep would follow up with the patient¿s hcp as they requested further information on their out of range impedances. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.